Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed there was one low and replace battery warning observed in the alarm history. There was no physical damage observed to the battery compartment or cap. The battery cap fastens securely and holds power to the pump. The pump boots to verify screen with auditory and vibratory alarms. No activity was observed in the black box related to the complaint. The pump was exercised for 24 hours with no difficulties and the battery was removed after testing and the battery nor the pump were hot to touch. There was no defect found, unable to duplicate or verify the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that the subject pump was very hot to touch when she was awoken the heat. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump. There was no reported patient impact associated with this complaint.